Event description:
It was reported that an 8474 error code was seen on the ptm. It was reviewed that the code was a pump reset and the patient was likely not getting therapy anymore. On (B)(6) 2014 information was later received that stated that over the weekend the healthcare provider stated the patient had a dead battery and the patient was scheduled for a replacement on (B)(6) 2014. No patient symptoms, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient did not experience any symptoms due to the ptm reset error. It was unknown what kind of pump reset occurred. There was no electromagnetic interference or an MRI associated with the event. The healthcare provider replaced the pump. The healthcare provider reported the patient was now doing fine with therapy and no adverse events.